Event description:
The surgeon implanted an aa4203vf model lens in the patient's right eye in 1999. The corneal status was excellent and there were no problems during surgery. The inflammation was first noted mid-august of 2000. The patient's vasc was 6/9, iop: 17.3mm hg. The diagnosis was mild circumciliary congestion, no aqueous cells, grade 1 aqueous flare +, no keratic precipitates. Fundus - od - early non-proliferative diabetic retinopathy. Os - branch retinal vein occlusion with maculopathy. At the post-operative visit in 01/2001, the patient's vasc was 6/36. The surgeon noted that the probable reason that the vasc was worse than 20/40 was the patient had sterile endophthalmitis infection (late onset). The iop was 17.3. Post-operative refraction - poor fundus. The diagnosis was masked ciliary congestion and keratic precipitates - fresh and old, agueous cells and flare++, posterior capsule clear, vitritis and diabetic maculopathy. The lens remains implanted.